Event description:
It was reported that cautery use during a surgical procedure caused oversensing episodes to be observed on the cardiac resynchronization therapy defibrillator (crt-d) interrogation report. No corrective action was required and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.